Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The false alarms were confirmed through a review of the event history log. The evaluation found the downstream tubing guide shim depth to be out of specification. The downstream tubing guide was replaced.